Event description:
It was reported that this was an arteriotomy closure of a calcified left common femoral artery using the pre-close technique via a 5f sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, with 3 prostyle devices, a cuff miss [suture retrieval issue] occurred. No other device was attempted. The evar procedure was completed. A cut down surgery was performed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information received, the investigation determined that the reported difficulty and subsequent treatment appear to be related to operational context. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.